Event description:
It was reported that a caregiver attempted an infusion set and cartridge supply change and mistakenly filled the tubing before inserting the cartridge, after which an agent provided step-by-step education and the user completed the process correctly. Symptoms included no reported adverse clinical effects. Outcomes included restoration of normal use without alerts or alarms. Investigation included troubleshooting and user education on correct supply change steps. Investigation of this case revealed user error related to incorrect supply change sequencing, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.